Event description:
It was reported that the tandem mobi pump battery failed to charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into an outlet known to work and wait for at least 30 consecutive minutes to see if the pump would begin charging. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.